Event description:
It was reported that during an unrelated procedure, the set screw was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The left ventricular (is4) set screw was found to be slightly rounded. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing output, and high voltage (hv) output functions of the device were tested and found to be normal.